Manufacturer narrative:
An isi field service engineer (fse) investigation was completed. The fse arrived at the site on (B)(6) 2020 and conducted an initial inspection of the system prior to turning it on. The fse found that the power switch on the vsc core was turned off and there were two power cables draped directly under the master tool manipulator (mtm); obstructing the mtms¿ movement yet there were no related system errors in the logs. The fse performed a system test drive, testing instruments intuitive motion and monopolar/bipolar energy on all four universal surgical manipulators (usms). From both surgeon side consoles (ssc), the fse was able to take control of instruments from all four usms. At each ssc, the fse swapped between instruments on usms 1 and 2 on the left mtm and usms 3 and 4 on the right mtm with no issues. Each time the fse took control of an instrument or swapped between instruments on an mtm, they were prompted to match grip and was able to do so successfully. The fse was able to go into following mode using both sscs and all usms. The fse was unable to reproduce the reported problem. The system was tested and verified as ready for use. The fse followed up after the robotic case on 10-sept-2020 and it was confirmed that there were no issues with the xi system and that the follow-up case was completed as planned. Site history review was conducted on (B)(6) 2020 and again on (B)(6) 2020 and did not show any additional complaints related to this event. System error log review was performed on (B)(6) 2020 for a procedure on (B)(6) 2020 on system (B)(4). System errors were recorded but there were no messages on the touchpad or touchscreen and the logs revealed nothing pertaining to this issue. Additional technical review found that the customer needed to convert the procedure as the issue could not have been found during system check prior to the procedure. Additional internal system/technical review was conducted. It was confirmed that the system was functioning yet the customer was not able to utilize the system mid-procedure and technical support was not able to resolve the issue through remote troubleshooting. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is reportable due to the following: system unavailability after the start of a surgical procedure (first port incision) contributed to the procedure being converted and completed laparoscopically.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon was unable to get matching grips to take control of instruments. The clinical sales representative (csr) contacted an isi technical support engineer (tse) to report the issue. Before calling support, the customer power cycled the system twice and tried emergency stop (estop) with no results of recovery. The customer powered down and removed the surgeon side console (ssc) and powered back up but was still not able to take control of the instruments. There were no messages on the touchpad or touchscreen. The customer tried to reassign the master tool manipulators (mtm) and was still not able to take control of the instruments. The surgeon decided to convert to laparoscopic surgery. There was no report of injury.